Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. Vascular access was obtained through the right femoral artery. The occluded and de novo lesion was located in the mild to moderately calcified and mildly tortuous unspecified coronary vessel. The 15mm x 2.0mm maverick 2 monorail balloon catheter was advanced to the lesion and inflated to 14 - 16atms, the balloon ruptured on the second inflation. The balloon catheter was removed from the patient without incident. The procedure was successfully completed with another of the same device. There were no patient injuries or complications. The patient's status was reported as 'good.'

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. Vascular access was obtained through the right femoral artery. The occluded and de novo lesion was located in the mild to moderately calcified and mildly tortuous unspecified coronary vessel. The 15mm x 2.0mm maverick 2 monorail balloon catheter was advanced to the lesion and inflated to 14 ? 16atms, the balloon ruptured on the second inflation. The balloon catheter was removed from the patient without incident. The procedure was successfully completed with another of the same device. There were no patient injuries or complications. The patient's status was reported as "good."

Manufacturer narrative:
Device evaluated by manufacturer: microscopic examination of the balloon revealed a longitudinal tear in the balloon material. The tear stretched from approximately 1mm proximal to the proximal edge of the distal marker band to the distal edge of the distal marker band. The total length of the tear measured 16mm. Further microscopic examination of the balloon and marker bands could not identify any anomalies which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user error because the device was not used in accordance with the dfu; the balloon was inflated to 14 to 16 atmospheres which is above the rated burst pressure. (B)(4).